Event description:
The invision-plus junior IV connector separated at the white and blue components (female luer and spike body). The device was found laying in pieces in the bed where a large amount of IV fluid was found. Manufacturer response (as per reporter) for IV connector, invision-plus junior:the device was evaluated and it was confirmed that the unit had separated at the weld area. There was evidence of material transfer which indicates that the sample had gone through the welding process. The sample was then sent to the assembly manufacturer for evaluation and analysis.